Event description:
It was reported by the patient that the previously working remote monitor turned off during the send phase. The patient checked the batteries and found a black and oily substance. The patient had mismatched batteries and the son had already cleaned them so they were not sure which battery was leaking. It was recommended that the patient change the batteries and try again. A query of the patient management database found the patient sent a successful transmission after the date of the call. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced.

Manufacturer narrative:
Product event summary: the monitor was returned and analysis performed. It was noted that the monitor was able to power up and working fine with good batteries. No defect was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.